Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. As the 190 cm ht versaturn guide wire was advanced without resistance near the tip of the guiding catheter, it was observed that the guide wire tip had separated. To retrieve the separated tip, the guiding catheter was removed from the patient's anatomy and the detached tip was flushed out. A replacement guide wire was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported tip separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint handling database identified no similar events for this lot. Further assessment per site operating procedures was performed and a potential product deficiency was identified. No adverse trend was identified in the performance of distributed devices related to detachment issues due the separation. The performance of these devices will continue to be monitored.